Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the hospital due to infection and erosion on the ICD site which was reddened and breaking down. Infected pocket site was opened and irrigated with bacitracin solution and the pocket was sutured and stapled closed. Patient was stable post procedure and scheduled for a follow up visit. Physician suspects the lead may have caused the infection but is unsure. Upon follow up, patient was taking antibiotics and staples were removed and the site was healing well. Upon second follow up visit, patient continues to take antibiotics and remainder sutures were removed and site looked clean and was healing well. Patient was rescheduled for further follow up visit. No further information available.

Event description:
New information received: patient experienced recurrent infection over the past few months and was unable to continue with antibiotics. Device was explanted and a new device single chamber device and lead was implanted. Patient was otherwise stable prior, during and post procedure.